Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test; due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming button error since 8am. Blood glucose was 174 mg/dl. The customer did not recall any significant events leading to the alarm. Customer experienced low blood glucose while sleeping and when regaining consciousness, the customer found he had pulled the infusion set out and blood glucose had gone up to 150 mg/dl and did not need to treat. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer would be called from the local office to arrange replacement.